Manufacturer narrative:
It is unknown when device broke. 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, a philos long plate with 9 holes and screws were implanted in a patient with pseudarthrosis of humeral diaphyseal. On an unknown, postoperative date, an implanted screw was discovered to be broken. Revision surgery was performed on (B)(6) 2018. During the revision surgery, the size of the plate prepared was incorrect due to miscommunication between the distributor and the sales representative. The plate should have been shorter than the plate used in the initial surgery, however, it was not. The surgeon decided to cut the plate implanted in the initial surgery to adjust the size; then it was re-implanted into the patient. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant device: philos long 3.5 9-hole l214 titanium (ti) (part: 441.922s, lot: l202624, quantity: 1) this report is for an unknown screw. This is report 1 of 1 for (B)(4). This complaint captures the breaking of the originally implanted screw. The cutting of the plate during revision surgery is captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.